Event description:
While lifting the client out of a chair, the actuator assembly started to lean over. The carer noticed the acuator was coming out of its base. The carer lowered the client back into the chair and removed the hoist in two parts. The client was not harmed.